Event description:
Report received from the USA stating that the device "e6 console error". The device was not being used during surgery. It is unknown if there were any patient or user injuries reported. It is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).